Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient implanted with an implantable neurostimulator (ins) for peripheral neuropathy. It was reported that it was taking too long to recharge and the patient had poor coupling. The patient charged the first quartile up then charged the second quartile for two hours on (B)(6) 2017 and three hours on (B)(6) 2017 but the second quartile was still not filled. The patient connected with the recharger and got poor coupling, zero boxes. The antenna was repositioned over the ins and the antenna dial was turned through all four positions. It was noted that the patient did not use the belt and that she didn¿t like it. Every time she tried to use the belt if she moved it would flop and she had to replace it. The patient preferred to hold the antenna or use pants with a tight waist band. The steps for antenna locate were reviewed and attempted followed by a recharge session being attempted but this did not resolve the issue. Antenna locate resulted in four coupling boxes. Troubleshooting resulted in the poor coupling screen and antenna locate improved from zero to four coupling boxes. It was noted that the patient did gain some weight over the month prior to (B)(6) 2017 because she had a knee surgery. The patient declined adhesive discs. The patient was redirected to follow-up with a healthcare professional to discuss poor coupling. No symptoms were reported. The poor coupling began on (B)(6) 2017. The belt not holding the antenna if the patient moved occurred since implant. It was noted that the patient was afraid that the ins battery would depleted because then she would need a surgery. Additional information received from the consumer on 2017-03-16 stated she had an appointment with her hcp on (B)(6) 2017 and that she still couldn't charge and wanted her recharger to be replaced. A new antenna was sent. No symptoms were reported, and no complications were expected. Additional information received that healthcare professional on (B)(6) 2017 that they did not have any record of the problem and was unknown about whether the recharging issues been resolved. It was reported by a consumer on 2017-07-19 that the patient had poor coupling. The patient had been trying to charge around 3 days and had tried turning the dial in all 4 positions. An antenna locate (al) was performed with a starting value of 46 and the highest being 54. The issues did not resolve. The poor coupling screen was seen and the most bars the patient was able to get during the call was 2. It was reported that there were pocket concerns. The patient reported that they had a total knee replacement in (B)(6) which caused their rsd (complex regional pain syndrome) to fare up so the patient could not do much which was why they gained weight. The rsd was the reason for implant. The patient wondered if the stimulator moved. When asked if the patient had any falls or traumas, the patient stated that they had. It was reported that the implantable neurostimulator recharger (insr) had been dropped several times in the past and the patient asked if the insr could be the issue. These issues started around 2 weeks ago (2017). The insr antenna was reported to be damaged and was replaced. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for peripheral neuropathy. It was reported that the patient thought that it was possible their ins was moving around and they could not find it. The patient stated that sometimes their device would poke out of them. The patient also reported that their stimulation was shutting off on its own. They reported that it had been happening more within the last year. They noted the ins was showing that it was half full when this would happen. The patient stated that they were experiencing poor coupling with 0 bars and 2 at the most. They also reported that their belt would move around anytime the patient would use it and it would not stay secure over the ins. The patient was sent a box of adhesive disks. The patient was to follow-up with their healthcare professional (hcp) regarding the ins issue. They stated that they had an appointment for wednesday. No further complications were reported. Follow-up was conducted.